Event description:
Procedure type: lap gastric bypass. According to the reporter, the anvil on the device detached inside the patient's esophagus. Another surgeon helped remove the anvil through the mouth with a grasper and a scope. Lacerations occurred to the patient's esophagus as a result, and the operating time was extended approx. Three hours. The procedure was completed with a different device. The patient was placed on a ventilator after the procedure as a precautionary measure, and has since been released from the hospital.